Event description:
It was reported that a ventilator had a compressor failure message while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended re-seating the power and data connections to the breath delivery unit. The customer is reported to have followed these recommendations and was was unable to duplicate the alleged malfunction. The unit passed all performed testing within the manufacturing specifications and was returned to service.